Event description:
Related manufacturer report number 2017865-2022-40002; related manufacturer report number 2017865-2022-40005; related manufacturer report number 2017865-2022-40006. It was reported that the patient presented to the hospital with a suspected pocket infection on (B)(6) 2021. A culture was performed and citrobacter braakii was identified. A pocket revision was performed on (B)(6) 2021 to clean and disinfect the area. A second pocket revision was performed on (B)(6) 2021 to clean and disinfect the area. Additionally the patient received antibiotic therapy. The device, the right atrial lead, the right ventricular lead, and the left ventricular lead remain implanted and in use. The patient was released in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.